Event description:
Feeding pump was programmed to run a feeding over the prescribed amount of time. The feeding pump alarmed 20 mins prior to the programmed time and it was noted that the volume prescribed was not transferred to the infant. Another nurse confirmed that the proper settings were programmed into the feeding machine. It was a 35 ml syringe to run 19cc over 3 hours.